Event description:
Per the clinic, the patient was hospitalized overnight (specific date not reported) for an infection at the implant site. The patient was treated with IV antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2019. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 04, 2024.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on february 06, 2024.